Manufacturer narrative:
The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and issue. The overall performance of alinity I tsh was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I tsh reagent lot 45295ud02 was identified.

Event description:
The customer observed falsely decreased tsh results generated for a patient sample that was hospitalized for arthritis. The following data was provided (customer¿s reference range 0.35-4.94 uiu/ml): (B)(6) 2023 initial result = 0.49 uiu/ml, (B)(6) 2023 repeat = 0.13 uiu/ml, (B)(6) 2023 repeat = 0.04 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
Update: additional information provided in sections: d4 - lot #, d4 - expiration date, and h4 - device mfg date.

Event description:
The customer observed falsely decreased tsh results generated for a patient sample that was hospitalized for arthritis. The following data was provided (customer¿s reference range 0.35-4.94 uiu/ml): 17apr2023 initial result = 0.49 uiu/ml, 18apr2023 repeat = 0.13 uiu/ml, 23apr2023 repeat = 0.04 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased tsh results generated for a patient sample that was hospitalized for arthritis. The following data was provided (customer¿s reference range 0.35-4.94 uiu/ml): (B)(6) 2023 initial result = 0.49 uiu/ml, (B)(6) 2023 repeat = 0.13 uiu/ml, (B)(6) 2023 repeat = 0.04 uiu/ml no impact to patient management was reported.